Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after clamping the lead down and pulling out the stylet, the surgeon found the contacts were damaged. The surgeon stated they suspected the cause was due to the way they pulled out the stylet. The broken lead was removed, and a new lead was implanted. The issue was resolved at the time of reporting.

Manufacturer narrative:
Analysis of the lead (lot #va23wy0) revealed the proximal end of the connector pulled off. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.